Event description:
Patient presented with an ectopic pregnancy during the 3-month alternative contraception period prior to hsg. Patient reportedly did not use alternative contraception during this time (non-compliance). Physician treated with methotrexate. Per essure system labeling (physician's instructions for use), the patient must be instructed to use alternative contraception until an hsg confirms proper device location and occlusion.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.